Manufacturer narrative:
This report is filed on november 30, 2017.

Event description:
Per the clinic, the patient experienced migration of the electrode array and subsequently the patient underwent revision surgery to reposition the electrode array (date not reported). The implanted device remains.